Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported error was evidenced in the event history log (ehl). The primary audible alarm was not reproduced during power up. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced to address the customer reported product problem.

Event description:
It was reported that the medfusion pump produced a primary audible alarm. No patient injury or complications were reported in relation to this event.